Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that earlier in the day they had to flush the millipore water system and dump the instrument water due to a millipore preventive maintenance for which filters were replaced but the system did not flush well. The ccc specialist remotely accessed the instrument data for review and noticed an abnormal reaction on quality controls. The customer ran precision testing with quality control level 1 to ensure accuracy and precision, which were acceptable. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. Ccc recommended the customer to adjust their spin times. The cause of the discordant, falsely low calcium result is unknown. The cause of the sample handling and pre-analytical variables like centrifuging outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher. A new sample drawn from the patient was tested twice on the same instrument, matching the initial repeat result. The new draw result was reported to the physician(s).there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.